Event description:
Hosp personnel stated that during a magnetic resonance scan, contrast and possibly saline extravasated into the pt's arm. The cause was said to be the pt bending his arm. Total extravasation approximated at 19cc's of contrast and 29 cc's of saline. There was pain and swelling at the entry site that was treated with warm compresses.